Event description:
Reporter alleged obtaining a discrepant blood glucose value of 97 mg/dl back to back with a result of 320 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated that a different time another comparative test of 420 mg/dl was performed back to back with a result of 125 mg/dl within 10 minutes on the same system. Reporter stated that at a different time another comparative test of 103 g/dl was performed back to back with a result of 404 mg/dl within 10 minutes on the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The customer is unsure which comparisons were obtained on which system. This medwatch report is for one of the suspect systems used (lot number 550539, expiration date 06/30/2009). Reference medwatch report with a1 patient for the other suspect system used.